Manufacturer narrative:
Concomitant medical products: product ID: 3889-28; lot#: va052e7; implanted: (B)(6) 2013; product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that abnormal impedance was observed post-operatively (post-op), which was not present intra-operatively (intra-op). When asked to describe any environmental/external/patient factors that may have led or contributed to the issue, the rep stated that intra-operatively, the patient was prone and there were no issues. Then, in recovery, they had post-op impedance issues. Impedance was checked intra-op, and there were no issues. Then they had post-op impedance issues. They attempted to adjust stimulation to change programs, etc., but all impedances aligned with electrode zero were giving them issues, so they re-worked the programs to stay away from and not include electrode zero on the patient options. The issue was reportedly resolved at the time of the report. No surgical intervention occurred and none was planned. The rep reported later that same day that the ins was dead prior to replacement, so impedances could not be checked, and there were no impedance issues in the operating room (or). However, once the patient was in post-op, contact zero was showing high at over 4,000 ohms. The caller stated when they attempted to increase parameters on programs using contact zero, they were receiving a "max settings reached" message. Once they removed contact zero from programming, there were no issues increasing parameters. They stated nothing out of the ordinary was noticed during the procedure. Potential causes for high impedance and how they could contribute to out of range (oor) were reviewed with the caller. Lead/header block functionality as to avoid fluid ingress was also reviewed with the rep.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the impedance was above 4000, abnormal, on all electrodes that paired with electrode 0.